Event description:
A malfunction alarm identified as malf 12 was reported, with a fault ID of 0x2071. There was no adverse impact to the customer¿s blood glucose level. Cts provided information on how to reset the pump and assisted the caller with the reset process, ensuring the malfunction did not recur. The customer was advised to continue using the pump and instructed to call back if the malfunction code appeared again, which the caller acknowledged and understood.